Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system main drawer 6 was failed and displayed error as device not detected on bus. A field service engineer (fse) verified the issue and confirmed that main full height (fh) drawer 6 was not detected. Upon inspection, the controller module board showed no lights. The fse replaced the pyxis controller module board (p/n 151903-01) and the drawer board (p/n 331392-01). The system was rebooted, reconfigured, and firmware updates were performed. The drawer was tested using the hardware test application (hta), confirming normal operation and resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.